Manufacturer narrative:
(B)(4). Yoke flange. The analysis results showed that one ets45 was returned with a reload loaded on the device; tissue was noted between the jaws. The reload was received fully fired. In addition, the device was noted to have the clamping mechanism damaged; no functional test was performed due to the condition of the device. The instrument was disassembled to verify the condition of the internal components and the yoke was found damaged where engages with the tube.

Event description:
It was reported that during a coelioscopy (rectum) procedure, the device remained closed on the tissue. After stapling, the stapler jammed and remained closed on the tissues. The surgeon had to convert to open in order to cut the tissues under the stapler and release the device.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation after three followup attempts. A supplemental will be sent upon receipt of the device.the batch record was reviewed and no anomalies were noted during the manufacturing process.